Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat stress urinary incontinence and vaginal wall prolapse (rectocele) concurrently with a cystoscopy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, recurrence, neuromuscular problems, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2012 due to chronic mesh extrusion. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent placement of sacral lead, programming of ipg, placement of ipg, fluoroscopy on (B)(6) 2013 due to urgency, frequency, and urge incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07105. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following insertion the patient experienced frequency.